Event description:
Customer reported a pre-charge error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and turned the battery charger circuit breaker on. System operates as intended.